Manufacturer narrative:
Additional, changed, and/or corrected data: a4 a5 a6 b3 d9 h3 h6. Laboratory analysis summary the device related to the reported events of capsular contracture and crease/folding of implant was received on may 13, 2025, with lot number 3423717. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed crease fold on the device. As per the investigation procedure, wear abrasion, missing shell observed assessed as inconclusive and observed a broken device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report left side capsular contracture baker grade IV. Healthcare professional also reported "any crease." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional called to report left side capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional called to report left side capsular contracture baker grade IV. Healthcare professional also reported "any crease." Device explanted.